Event description:
It was reported that the customer alleged an ongoing issue where the pump software did not accurately adjust the amount of insulin delivered resulting in elevated blood glucose levels. As a result, on (B)(6) 2025, customer went to the emergency room and was subsequently admitted to the intensive care unit due to an elevated blood glucose level and an unspecified ketone level that was not identified as life threatening from a healthcare provider. A specific blood glucose level was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the elevated bg was unknown as there was no active continuous glucose monitor (cgm) session and ciq was not active. Customer acknowledged and understood.